Event description:
It was reported that the patient believed they heard tones from the pacemaker and went into the clinic for interrogation. Upon interrogation the pacemaker was found to have entered safety mode. A replacement procedure was performed where the device was explanted and successfully replaced. Technical services (ts) was consulted and notified the field representative that pacemakers are unable to emit tones, so the beeping likely came from an outside source.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated.

Manufacturer narrative:
This product has not been returned to date. If returned analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and determined it had undergone resets. Bradycardia therapy remained available. The system resets occurred during telemetry and other transient elevated power states and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient believed they heard tones from the pacemaker and went into the clinic for interrogation. Upon interrogation the pacemaker was found to have entered safety mode. A replacement procedure was performed where the device was explanted and successfully replaced. Technical services (ts) was consulted and notified the field representative that pacemakers are unable to emit tones, so the beeping likely came from an outside source.